Event description:
Customer called to report that the insulin pump experienced a history check failed on startup alarm. Customer stated that the insuin pump has been stored on his counter next to a boombox radio. Customer's blood glucose levels were not included in the report. Nothing further was reported.

Manufacturer narrative:
Findings: pump unable to download to the carelink software due to a47 alarms in alarm history screen. A47 alarms due to corrupted history file. Pump passed the self test. Pump monitored for several days and no a17 alarm noted. Pump received with cracked reservoir tube lip, scratched reservoir tube window and minor scratched lcd window.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.